Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device could not fire farther. During the right hemi hepatectomy, could not fire farther after fired a half. Another device was used to complete the surgery. There were no adverse consequences to the patient.